Manufacturer narrative:
The device history record for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 23rd august 2011. Corrosion within the membrane, due to storage outside of the indicated conditions. The device was returned for failing to switch on. The fault was witnessed during the investigation. The fault was traced back to corrosion beneath the on/off dome. This had resulted in the dome making poor electrical contact with the membrane tracks. The fault could not be replicated when the corrosion was cleared. This would confirm a failure of the returned membrane due to corrosion. The corrosion within the membrane and the temperatures recorded outside the recommended range in the history log would confirm the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with sam 350p.

Event description:
There was no patient involved. Device will not switch on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Device will not switch on.